Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument exhibited poor energization. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken conductor wire at proximal end near the flush tube guide. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis. The probable root cause of the conductor wire being broken at the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.